Event description:
A (B) (6) male pt contacted lifecor customer support to report that the monitor was extremely hot to the point it warped the monitor casing. The pt did not want to wear the device any more and ended use.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor has a defective capacitor c19. C19 was shorted. The monitor would not have treated if needed. The root cause of the defective c19 capacitor is unk, but is likely random component failure. The monitor was repaired, retested and restocked. No adverse event resulted from the monitor failure.